Manufacturer narrative:
(B)(4). The complaint device was recently returned to fisher & paykel healthcare in (B)(6) for evaluation. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water bagspike on an mr290v vented autofeed humidification chamber from an rt210 adult dual-heated breathing circuit has come detached. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a break in the feedset tube where it is inserted to the bag spike. The surface of the break was rough (not smoothly cut). A lot check could not be carried out as the lot information was not provided. Conclusion: the damage observed on the returned mr290v vented autofeed humidification chamber was most likely caused by the feedset tube being pulled away from the bag spike, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that the damage to the feedset tube occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water bagspike on an mr290v vented autofeed humidification chamber from an (B)(4) adult dual-heated breathing circuit kit has come detached. No patient consequence was reported.